Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bottom of the trial broke while the tech was cleaning it after the case. It was noted that the silver shim was not removed before separating he top and bottom. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and has fractured on the medial side of the post feature and the post has fractured off. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be due to user error as it was incorrectly disassembled. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.